Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the patient requested to use the restroom during treatment at approximately 1:00 am on (B)(6) 2025. After standing, the patient loss consciousness and expired at 1:27 am. Per the inpatient nurse manager (nm), the serious adverse events were unrelated to pd therapy. Subsequent attempts to obtain additional information (e.g., death certificate, patient¿s medical history/demographics, discharge summary, esrd death notification) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of loss of consciousness and death, as the patient was actively undergoing ccpd therapy when the serious adverse events occurred. Per the nm, the patient¿s cause of death was unrelated to pd therapy, however no specifics were provided due to privacy concerns. The end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the patient requested to use the restroom during treatment at approximately 1:00 am on (B)(6) 2025. After standing, the patient loss consciousness and expired at 1:27 am. Per the inpatient nurse manager (nm), the serious adverse events were unrelated to pd therapy. Subsequent attempts to obtain additional information (e.g., death certificate, patient¿s medical history/demographics, discharge summary, esrd death notification) were unsuccessful.